Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer returned the wrong product. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: manufacturer contacted customer on 3/25/2017 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that he returned the product they have. Customer states that they didn't received the replacement product yet.

Event description:
Customer states that plunger on syringe is not working. Customer was feeling ok. No medical attention or symptoms reported at the time of the call. Customer states after drawing up insulin into 31 g syringe; he is unable to push insulin out. The plunger is stuck and customer is unable to eject medication from syringe.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Product not returned for evaluation. Customer returned the wrong product. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for "possible delay in administration of insulin", the complaint is reportable. Reference - CAPA (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that he returned the product they have. Customer states that they didn't received the replacement product yet.

Event description:
Customer states that plunger on syringe is not working. Customer was feeling ok. No medical attention or symptoms reported at the time of the call. Customer states after drawing up insulin into 31 g syringe; he is unable to push insulin out. The plunger is stuck and customer is unable to eject medication from syringe.